Event description:
It was reported that during deployment of a vena cava filter, the delivery hub pulled away from the introducer hub, which resulted in the filter being misdeployed in the iliac vein as the two hubs were reconnected. The filter was retrieved and another filter was successfully deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.